Event description:
Reporter stated that the surgeon inserted a single piece collamer intraocular lens model cc4204bf into pt's eye with no complication and noticed a vitreous leak in the pt's capsule. The surgeon removed the lens without enlarging the incision, and put in a different type of lens. The reporter stated that this pt's capsular bag was weak and that there was no problems with this lens or the injector.